Manufacturer narrative:
Investigation summary: it was reported that the affiliate received a broken screwdriver stardrive (part 03.632.074, lot 6999713, mfg 26-nov-2012). The tip of the handle is broken. The returned instrument was evaluated at customer quality and the complaint condition was able to be confirmed. A spiral fragment approximately 6 mm in length had broken off from the distal tip of the screwdriver. The fragment was returned with the complaint. The remaining blades of the screwdriver still on main component were bent as a result of a counterclockwise force, indicating that the screwdriver was used for extraction. Replication of the complaint is not applicable as the malfunctions were visually confirmed. The matrix deformity and degenerative technique guides state to always use the torque limiting handle (03.620.061) to reduce risk of damage to the t25 screwdriver shaft. The technique addition also cautions to never use a fixed or ratcheting t-handle screwdriver to remove locking caps. If the torque limiting attachment is not used when using any of the stardrive shaft options, breakage of the driver may occur and could potentially harm the patient. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection, device history record (DHR) review, and drawing review were performed as part of this investigation. This complaint is confirmed. No new malfunctions were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
It is not known if patient was involved. Date of device breakage is not known. Device is an instrument and is not implanted/explanted. Hospital contact telephone: (B)(6). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Part# 03.632.074 synthes lot# 6999713. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Release to warehouse date: 26-nov-2012. Manufactured by (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported the stardrive screwdriver shaft was received at the depuy synthes affiliate in (B)(4) with the handle tip broken. It is not known how device was broken or if there was patient involvement. This report is for one (1) stardrive screwdriver shaft. This is report 1 of 1 for (B)(4).